Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 31-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support due to having pulseless electrical activity arrest. While on support, the patient had limb ischemia. The physician noted cold/dead leg and they attempted to place distal perfusion cannula unsuccessfully. Vascular was consulted and they determined the leg was too far gone to salvage. The decision was made to withdraw care after 23.45 hours of impella support due to a computed tomography scan showing continued cerebral edema. The patient had become agonal and all support ceased. No allegations were made towards the impella for cause of death.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-06525 was provided in sections b2, b5, g3/4, h1, and h6.

Event description:
It was noted that the patient expired in the operating room. Medical safety review of the event noted that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation into the reported limb ischemia has been completed since the original report was filed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.